Manufacturer narrative:
The returned scissors are in used condition with the tips broken off, apparently due to physical/environmental damage. No manufacturing, workmanship or material deficiency has been identified.

Event description:
This is #1 of 2 reports for two identical devices and events. The facility reported that when the surgeon was dissecting tissue on patient number 1, the tip of reynold scissors number 1 broke on one side of the jaw and fell into the surgical site. All the broken parts were recovered and the field was irrigated thoroughly. Subsequently, another instrument on the tray in the room was used. There was no patient injury and no delay in surgery.